Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged critical insulin pump error (open book image) found on oct 12, 2021. Insulin pump was received with blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, and self test due to blank display. Unable to download insulin pump history and traces using thus due to blank display. Test p-cap and reservoir locked properly into the reservoir compartment. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, label damage, and corroded battery tube. Unable to download/upload was confirmed due to moisture damage on electric boards. Unable to verify customer's complaint for critical insulin pump error (open book image) due to blank display. Blank display was confirmed due to moisture damage on the lcd flex connector. Moisture damage was confirmed found on electric boards, motor, force sensor, lithium backup battery, and keypad flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.